Event description:
Per complaint (B)(4), a patient was struggling to remove their snap-in denture while at home. During the removal, the patient broke their bone: additionally, their dental implant came out. Delayed healing was also reported.